Event description:
It was reported by the customer that the pole from the ip ptz ergojust video extension cart that holds the camera, snapped near the welding site and fell on the eeg technicians head.

Manufacturer narrative:
Follow up report 001 reference to natus complaint# (B)(4). Section d4: UDI documented as (B)(4). The affected product has been requested to be returned for further investigation.

Manufacturer narrative:
Follow up report 002 (reference to natus complaint# (B)(4)). Root cause for failure is the bracket that was provided to the customer as part of a field correction action reference to capa003910 was not installed. The customer had signed off on the fca bracket installation for this serial number but pictures that were provided, clearly show no bracket attached to the failed video extension. Customer also confirmed there was no fca bracket installed at the time of the failure. Capa003910 was closed (B)(6) 2019. Investigation result code: neuro sbu/user error closure rationale: no action necessary, known issue or previously investigated. Other closure rationale: based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
It was reported by the customer that the pole from the ip ptz ergojust video extension cart that holds the camera, snapped near the welding site and fell on the eeg technicians head.

Manufacturer narrative:
Initial report reference to natus complaint# (B)(4). No UDI no. Recorded as video extension is not a medical device. Serial number of the dell pc for this cart was documented as (B)(4). Per hazard ID 6.4 of (B)(4) - eeg/psg risk analysis, the risk is considered low. CAPA review: CAPA (B)(4) (closed), CAPA (B)(4) (closed). No injury was reported. The affected product has been requested to be returned for investigation.

Event description:
It was reported by the customer that the pole from the ip ptz ergojust video extension cart that holds the camera, snapped near the welding site and fell on the eeg technicians head.